Event description:
It was reported that pump repeatedly triggered cartridge alarm 20 with consecutive cartridges, and issue did not occur during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, confirmed delivery details, provided instructions for putting pump into storage mode and returning it within required timeframe, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.